Event description:
User reported an accident needle stick. After removing the needle from the pt, the user attempted to engage the needle into the needle protection on his/her arm but the needle protection bowed (i.e. Curved) and the needle was not engaged and the needle stuck on his/her arm. Event occurred at (B) (6) hospital - (B) (6).

Manufacturer narrative:
Results eval - our investigation into this event is very limited as the user facility did not return the device used in this event. A review of our complaints database show no other reports on the two device lot numbers provided. The hospital returned two used samples that were returned with the needles retracted in the needle protection. Upon removing the needles from the needle protections, we confirmed the needles had been bent and it was difficult to re-tract the needles in the needle protection. A sample was then taken out of inventory and no problems were noted during engagement of the needle protection. Review of instructions for use reveals instructions that state: after procedure is completed, press the needle into the sheath using a one-handed technique by gently pressing the sheath against a flat surface. As the sheath is pressed the needle is firmly engaged into the sheath. The next steps states to visually confirm that the needle is fully engaged into the needle protection sheath. There is also a warning that states: bent or damaged needles can result in breakage or damage to the tissue or accidental needle puncture. If the needle is bent or damaged, no attempt should be made to straighten the needle or engage the needle-pro device. The needle-pro device may not properly contain a bent needle and/or the needle could puncture the needle protection device which may result in a needle stick with a contaminated needle. We have concluded that this event was due to incorrect technique while engaging the needle into the protection device.